Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow-up. The ventricular lead exhibited low impedance and loss of capture. During revision, the lead exhibited an insulation anomaly. The lead was capped and replaced. The patient was well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.